Event description:
During the placement of the ipsilateral iliac leg graft, the device was prematurely deployed. Since the right hypogastric had previously been embolized, there was some concern about inadvertent occlusion of the left hypogastric artery due to the landing zone of the leg graft. However, the physician was able to move the graft upward, by resheathing the graft and advancing it forward, ensuring patency of the hypogastric artery. Post angiogram noted an endoleak at the junction of the ipsilateral iliac leg graft and the limb of the main body. An iliac leg extension was placed at the junction of the two grafts, in order to bridge the connection and provide adequate overlap of the two grafts. Final endoleak noted patent left hypogastric and resolve of the endoleak.